Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). No product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion (dso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an alarm for no disposable clamp tubing'. The alarm was silenced. Troubleshooting was not performed as the patient had difficulty replacing the cassette last time". The pump was powered off and back on but the alarm persisted. The pump was powered off. Per the reporter, there were no patient adverse effects.